Event description:
It was reported that 6 bd precisionglide¿ needles had foreign matter on them. The following information was provided by the initial reporter: "6 dirty needles."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jan-2023 . H6: investigation summary it was reported there was dirty needles. To aid in the investigation, six samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. Three samples have no defects or imperfections. One sample has embedded degraded resin the plastic shield. The other two samples have a particulate of dust inside the packaging blister. No other defects or imperfections were observed. For the embedded degraded resin defect, the embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the dust foreign matter, it could be possible, after and repair or preventative maintenance, the equipment was not cleaned properly inducing the dust in the packaging. A device history record review was completed for provided material number 305109, lot 1210236. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging process was performed. The equipment and conveyors were clean. No foreign matter was observed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd precisionglide¿ needles had foreign matter on them. The following information was provided by the initial reporter: "6 dirty needles."